Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and stuck button message. The customer¿s blood glucose level was 310 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. The customer reported that the insulin pump display did return after restart. The insulin pump will not be returned for analysis.